Event description:
Caller reported an error with continuous glucose monitor, specifically error 42, related to the g7 sensor. There was no adverse impact to customer's blood glucose level. Technical support provided complete instructions for resetting the pump, and caller planned to reset pump when ready, with a follow-up if the issue persisted.